Manufacturer narrative:
Section b5: the controller involved in the event is reported under MFR # 2916596-2019-05794. Section d4, h4: additional information. Section h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power event on the mpu was confirmed via the log file. The mpu (serial #:(B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately (B)(4) days ((B)(6)2019 ¿ (B)(6)2019 per time stamp). A no external power event activated on(B)(6)2019 while connected to the mpu between the time stamps of 07:35:31 ¿ 07:36:11 when ac power was lost to the mpu. The backup battery provided power to the system during this event and the alarm cleared when power was restored to the mpu. Pump operation was not affected. Per additional information, the patient disconnected both power leads from the mpu; however, analysis of the submitted log file indicates that the no external power alarm was caused by a loss of ac power while connected to the mpu. The root cause of the reported event was not conclusively determined through this analysis. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h4: additional information

Event description:
It was reported the no external power was due to the patient mistakenly disconnected both batteries by mistake.

Manufacturer narrative:
Serial number not provided, but will be requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had no external power alarm and when she looked at the controller it did not appear that the green arrows were on. Patient came into office; the lights were on, but very dim and depending on the angle of the controller. At times, it looked like they were black. Due to dim arrow lights, controller was exchanged. During the analysis of the log files, there was no external power alarms observed, while tethered on mpu (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. There were no other unusual events recorded in the log file. The mcs equipment was operating as intended.